Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of syncope. It was noted that there was a high number of sensing integrity counter (sic), and one past high threshold measurement on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.